Manufacturer narrative:
No unexpected pump error the critical block and inverse critical block did not add to zero error interrupt source error interrupt source error or the motor arm cannot communicate with the main arm alarms during testing however, the critical block and inverse critical block did not add to zero and the motor arm cannot communicate with the main arm are found in the formatted history file due to a software error. Insulin pump trace download analysis confirmed the pump alarmed replace battery alert. The power management tool confirmed replace battery due to non-sleep anomaly software error. No failed battery alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that an insulin pump alarmed a failed battery alarm. The insulin pump also alarmed that the motor arm cannot communicate with the main arm, and that the critical block and inverse critical block did not add to zero. Troubleshooting resolved the failed battery alarm, but there is no evidence that troubleshooting resolved the other two other alarms. The customer's blood glucose is 80 mg/dl at the time of the call. The insulin pump is expected to be returned for analysis.